Event description:
It was reported that the programmer had a broken screen and keyboard. The programmer was returned for service. There was no patient involvement. It was further reported that the programmer subsequently tested out of specification during manufacturer¿s analysis.

Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the customer comment that the overlay was cracked and that the keyboard hinge was broken and therefore both were replaced. The missing stylus was replaced and calibrated and it was additionally noted that the electrocardiogram connector was loose and therefore the link electronic module printed circuit board was replaced and calibrated. (B)(4).